Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Customer reports broken/damaged inpen, injection foot fell off of the leadscrew on the inpen. Inpen replacment initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. Therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.